Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following information was requested but unavailable: when the surgeon took the vessel, were they ligated using the min or max power level? Did they experience any error tone? What is the surgeon¿s experience with harmonic? Did the patient have a pre-existing coagulopathy disorder? Was there a pre-operative anticoagulant regimen? What is the current patient status? Was the device reprocessed?

Event description:
It was reported that during an open gastrectomy and hepatectomy, massive bleeding occurred about two hours after the surgical wound was closed. The surgical wound was reopened and it was confirmed that the bleeding occurred from the branch of right gastro-omental artery. The amount of bleeding was unknown but massive, and the blood transfusion (blood and platelet) was performed. Additional hand suture was performed to stop the bleeding. Currently, the patient is recovered. The patient suffered from gastric cancer, liver cancer and cirrhosis. During the index operation, the main duct of the right gastro-omental artery was ligated with suture, and the branches were coagulated with harmonic. Gen11 was used. Amount of intraoperative bleeding was 100 cc.

Manufacturer narrative:
(B)(4). Additional information received: what is the current patient status? => the patient was recovered. Was the device reprocessed? => no.